Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were found with missing additive. This event occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the tubes are missing the additive causing the tube to clotting. She informed me that they are having an issue with their sodium citrate tube (cat 369714). There is no liquid additive in the tube and specimens are clotting.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were found with missing additive. This event occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the tubes are missing the additive causing the tube to clotting. She informed me that they are having an issue with their sodium citrate tube (cat 369714). There is no liquid additive in the tube and specimens are clotting.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to clotting due to missing additive as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue.